Manufacturer narrative:
Review of the treatment log files for this event sensed the presence of air in the venous line, indicating that the cycler alarmed appropriately. While the source of the air cannot be determined, the log file review indicated that the operator did not take the appropriate steps to resolve the multiple venous alarms as directed in the user's guide, which most likely pushed the air passed the sensor. Facility staff has been notified and provided additional training regarding troubleshooting air alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The operator reported that, the patient received an air embolism during a routine hemodialysis treatment. A venous air alarm occurred and air was noted throughout the blood lines. The patient was reported as choking and grasping for breath. Treatment was discontinued without rinseback resulting in an estimated blood loss of 190cc. The patient was transferred to the hospital via ambulance and released the same day. CT chest scan showed no air present. No other medical intervention was required.